Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspection was performed on the returned device. The reported separation was confirmed. The reported kink was not confirmed; however, it is likely that the reported kink was located at the separated location noted during return analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU),states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. In this case, it is likely that the attempt to advance the kinked bdc into the anatomy contributed to the shaft separating. The investigation determined the reported kink appears to be related to operational context; however, the shaft separation appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) artery. The 2.5 x 12 mm nc trek was removed from the packaging and a kink was noted at the hypotube. The device was advanced into the patient anatomy and separated into two segments. The separation occurred at a location outside the patient anatomy. The separated segments were removed from the anatomy and no adverse patient effect occurred. No additional information was provided.